Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. Subsequently, the patient underwent a revision procedure, and this system was explanted and it was not replaced. No additional adverse patient effects were reported.